Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was ranging as high as 372 mg/dl. The customer did not know what caused the high bg. A pump system check was performed and no device issues were identified. The customer changed the infusion set site and a correction bolus was delivered to address the high bg. On (B)(6) 2017, the customer reported that the bg levels have been much better since using a new infusion set.